Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two week post implant, the right ventricular (rv) lead exhibited high thresholds. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.